Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device system exhibited an increased shock lead impedance measurement greater than 125 ohms. Technical services discussed testing recommendations. The boston scientific sales representative reported that when changing configurations, shock impedance measurements were within acceptable limits. The patient's physician elected to continue to monitor the system. To date, no adverse patient effects were reported with this clinical observation.